Manufacturer narrative:
Continuation of d10. Product ID: true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown updated data: b5. Second paragraph added h11. Concomitant product added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to calcification. Subsequently, the valve was inserted into the patient and fully deployed at the annulus. Following valve deployment, under-expansion of the valve frame was noted. A post-implant bav was performed to address the expansion issue; however, the valve dislodged during the bav. A second valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the patient was paced at 180 bpm during the post-implant bav with a non-medtronic balloon.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to calcification. Subsequently the valve was inserted into the patient and fully deployed at the annulus. Following valve deployment, under-expansion of the valve frame was noted. A post-implant bav was performed to address the expansion issue; however, the valve dislodged during the bav. A second valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.